Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that afx2, implant movement, and death are unconfirmed. The aneurysm enlargement of 10.4mm, additional endovascular procedure, and rupture complaints are confirmed. This is moderately consistent with the reported adverse event/incident. The superior margin of the proximal cuff, located below the renal arteries, is believed to have played a role in reported events but cannot be confirmed due to a lack of comparative imaging. The initial off-label procedure is unlikely to be a contributing factor. Measurements of common iliac arteries and access points fall outside recommended ranges, indicating off-label usage. Recommendations for selecting proximal extensions emphasize proper sizing to avoid incomplete sealing or compromised flow. This cautionary product use condition could have contributed to the reported event but could not be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as deceased. The patient's death was determined to be device-related. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx2. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) through the implantation of an afx2 bifurcated stent graft, accompanied by two (2) afx vela suprarenal proximal extensions. Approximately four (4) years following the initial procedure, the patient presented with an emergent condition marked by flank pain and an enlarging aneurysm. During the physician's evaluation, it was observed that the graft had dislodged from its original position within the neck and was floating within the aneurysmal sac. Despite the physician's attempts to reposition it using an alto device, regrettably, the procedure was unsuccessful. The patient passed on the table due to a ruptured aneurysm.